Event description:
On (B)(6) 2011, clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient was experiencing an increase in seizures and that they were harder. The patient was also experiencing an increased tremor of the hands in clinic notes dated (B)(6) 2011. A battery life calculation was performed with the programming history available which revealed 2.46years until eri=yes. Good faith attempts for additional information from the physician have been made but no further information has been received to date.